Manufacturer narrative:
Device evaluation: product evaluation was not performed because the product has not yet been received. The complaint issue reported could not be verified. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. A search revealed that no other complaints have been received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Patient age or date of birth, weight, and ethnicity: unknown, information not provided. Reporter: telephone number: (B)(6). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that lens was explanted from patient right eye due to the surgeon missing his refractive target. There was no suture, incision enlargement or vitrectomy performed. Patient was doing fine post-exchange. Visual acuity pre-op (pre-initial implant): 20/70. Visual acuity post-op (post-initial implant): 20/70. Visual acuity post-op (post-replacement): 20/30. No further information provided.